Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 was non-permeable, while the other components were permeable. Computer control test: the computer control test could be carried out only to permeable valves. So, the measurement could be performed only to the shunt assistant. The test showed the opening pressure of the shunt assistant, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 15.72 cmh2o. This is not within the specified tolerance of 20 +4/-2 cmh2o. An applied pressure of 20 cmh2o, with the device in the vertical position is expected to have a resultant pressure of 20 +4/-2 cmh2o. According to our results, we can detect an accelerated outflow. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shunt assistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves were finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was an blockage in the shunt system at the time of our investigation. Detected deposits were the cause of the blockage. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. In addition, we would like to note that based on the results and the condition of the visible deposits, it can be assumed that the valve was not immersed in liquid immediately after surgery. The deposits were partially dried. Due to dried residues of organic material inside the valves, the examination results are not meaningful. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav shuntsystem (part # fv434-t) was implanted during a procedure performed in (B)(6) 2019. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complaint device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient data had not been reported at the time of this report.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.